Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant. It is unknown if the patient was treated with antibiotics. The report is submitted on november 16, 2021.

Manufacturer narrative:
This report is submitted on sept 28, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant. There are plans to re-implant with an osia device.